Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a left lower quadrant laparoscopic hernia repair on an unknown date and mesh was implanted. The mesh was tacked to the cooper¿s ligament as well as extending another piece of mesh to the right midline for multiple small defects along the incision. There was no primary closure of the defect. The patient developed a seroma post operatively that was drained twice. A repeat CT scan shows a recurrent hernia.